Event description:
Customer reportedly received results of 488 mg/dl and 230 mg/dl within 10 minutes on the same device. No action was taken based on these device results. Customer did not have high blood symptoms. Customer had previously been put on insulin as a result of getting erratic readings. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.